Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo administration set was creating an "air lock" in the circular filter. This occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.